Manufacturer narrative:
Corrected data: type of reportable event: serious injury.

Event description:
Parents noticed tear in the eyelet. Trach change out done to resolve issue. No adverse patient effects were reported.